Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had deep wound infection. (B)(4).

Manufacturer narrative:
Void MDR, duplicate incident and part and incident reported under 3010536692-2016-01496.